Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image was not displayed due to bent video connector pins. However, the cause of the bent pins was not able to be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a broken pin in the video connector. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video connector was damaged while using the visera elite video system center. There was no patient harm associated with the event. The device was returned and evaluated, and the front video connector was found to be damaged due to a broken pin. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.